Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not recognize the ECG trunk cable. There was no reported pt involvement.